Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that the patient stated "its not working". It was clarified to be the recharger. Since at least 3 weeks ago the patient reported seeing "cannot provide desired settings screen" the controller does connect to the ins to charge and verified excellent charge quality. The patient tried to increase stimulation and reported seeing "cannot provide your desired settings" the patient was redirected to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep) reporting that the patient would be seen in-person at the clinic by a rep so they can hook up to the system. The rep then reported that the patient would be programmed on different electrodes. Additional information was received from a patient via a rep after the patient's appointment. It was reported that the patient had a loss of therapy and were unable to increase intensity in their programs. The patient said they had been having the issue for a while but didn't know when it started other than ¿within the past month or so¿. Impedances were tested and it was found that impedances were high on every contact but 10 on the 8-15 lead. Impedances were red (>40,000 ohms) on electrodes 8, 11, 13, 14, and 15. The rep programmed around the high impedances. It was asked but unknown if the issue was resolved or if surgical intervention was planned.